Event description:
It was reported that during preoperative testing, the common carotid balloon failed to inflate concentrically. The device was not used, and the procedure was completed successfully using a replacement device from hospital stock. No patient injury was reported.

Manufacturer narrative:
The device was discarded and not available for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. It is possible that the balloon was incorrectly attached to the lumen during manufacturing, resulting in deformation that prevented the balloon from inflating concentrically. Alternatively, the balloon may have been inflated too rapidly or damaged during device preparation. However, the exact root cause of the issue could not be determined. The IFU instructs the user to slowly inflate the balloons. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event.